Event description:
It was reported that the lead was dislodged. The lead was replaced when a reposition was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.